Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the device was assembled and tried to load, but couldn¿t load the reload on the adapter. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the device was assembled and tried to load, but couldn't load the reload on the adapter. The handle was used with another adapter successfully. There was no patient involvement.